Event description:
It was reported that during a sigmoid resection procedure, the seal of the trocar was leaking when they put a 5mm instrument through it. The trocar would still leak even without an instrument in it. They tried using a 12mm endocutter but the trocar continued to leak. The trocar was replaced with a new one and the same thing occurred. The procedure was completed without any impact to the patient. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.